Event description:
End user reports an rash that is red, itchy, open and weepy that has persisted for approx one year. She states she has been using safe and simple wipes and nystatin powder on occasion. Her physician evaluated the peristomal skin and prescribed nystatin powder to the affected area. Improvement of the skin has been noted.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.